Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H3: device evaluated by mfg h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Photograph, video and/or physical sample evaluation: there are photographs associated with this case. One (1) sample was received and evaluated. As a result, the defect reported was not confirmed. Batch record revision results: lot 3k05271 was manufactured on 30/oct/2023, in convex 1 pc line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1004090 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 07/oct/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3k05271 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect and as result no additional complaint was identified during this search as per work instructions (wi). Historical nonconformance review: on 07/oct/2024, complaints ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number 3k05271 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: testing and inspection of log discs cutting: frequency: every four (4) hours, sample quantity: 2 samples (1 unit per station), acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. Conclusions: there are photographs associated with this case. Additionally, one (1) sample was received and evaluated. As a result, the defect reported was not confirmed. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. No additional complaints were reported for lot affected related to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below information: describe event or problem (b5): - the end user reported injury when using the product. Intermittent bleeding from stoma was reported that he attributes to size not being correct all the way through the mass of the wafer. No laceration was seen to the stoma. Bleeding can be a few drops or enough to cause the urine in the pouch to be blood-tinged. He does not feel like it is from the urinary system as he does not see blood-tinged urine when pouch is removed. H6: imdrf clinical signs, imdrf health impact to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported that, on the non-body side, the hole appeared larger than on the body side. He was afraid to try it originally because he thought it would be too small, but now he wonders if it's normal and how it's supposed to be. He did apply one that day and it seemed to fit and was holding so far. Photographs depicting the issue were received from the complainant.